Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible that external force was applied in the wrong direction. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the connecting tube was damaged. There was no harm or user injury reported due to the event. The serial number of the subject device is not provided at this time. This report is related to similar events. (Patient identifier: (B)(6).)

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.